Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an upper limb venous balloon angioplasty procedure of the left anterior forearm, the push rod of the balloon allegedly broken. The balloon was removed under ultrasound guidance. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. During visual evaluation, it was noted there was a burst on the outer catheter. The burst was located near to the distal tip. Due to the condition of the device, no functional testing was performed. Therefore, the investigation is confirmed for the reported burst container or vessel as a burst was noted to the catheter shaft. A definitive root cause for the reported shaft burst could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), d9, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the balloon angioplasty procedure. It was reported that during an upper limb venous balloon angioplasty procedure of the left anterior forearm, the push rod of the balloon allegedly broken. The balloon was removed under ultrasound guidance. The procedure was completed using another device. There was no reported patient injury.